Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was unable to enter MRI mode due to ipg reaching eol. It is unknown if the ipg depleted prematurely. Surgical intervention may take place at a later date.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.

Manufacturer narrative:
The report that the ipg was revised due to nearing eol (end of life) was confirmed. Analysis and a longevity calculation of the returned device confirmed the battery depletion was due to usage and the ipg logs confirm the device declared eri and eol.